Event description:
Testing indicated that the electrode array was not inside the cochlea. In 2006, the patient underwent revision surgery to re-position the electrode array. The device remains implanted.